Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. No ts or suture remain on the needle or were returned for examination. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.